Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. A company service representative evaluated the iabp unit and reported that the cause of error was limited. The reason for the reported malfunction was not of the iabp itself, but a defective pressure transducer of the clinic which was replaced by the customer. The service representative performed stk maintenance as discussed with the customer, and full functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. (B)(4).

Event description:
The customer reported that before use on a patient, an unknown error message occurred on the cardiosave intra-aortic balloon pump (iabp) and there was a problem with a pressure gauge. There was no patient involvement, and there was no adverse event reported.